Event description:
Patient underwent a right total hip replacement for advanced degenerative arthritis of the right hip joint on 6/4/85. Implanted components used were zimmer acetabular cup and femoral component. Two packages of palacos bone cement was used. One gram of antibiotic (mandol) powder was added to each batch of cement prior to its use. Sic years later the patient developed increasing pain and decreasing range of motion in the right hip. An x-ray confirmed loosening of the prosthesis. On 2/25/92 the patient underwent a revision of the femoral prosthetic replacement and acetabular prosthesis. At the time of surgery, both the femur and acetabular components were found to be loose along with some fragmenting of the cement.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.